Event description:
It was reported that a blood/solution administration set had crushed tubing. This was found prior to opening the package. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection was performed and missing seal marks were noted. The reported condition was verified during the visual inspection. The cause of the condition was determined to be a manufacturing issue. Awareness training was provided to the appropriate personnel. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.